Manufacturer narrative:
Results: migration, endoleak, disease progression; neck dilatation and angulated neck. Conclusion: disease progression; neck dilatation and angulated neck.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 5 1/2 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented at emergency room with severe back and flank pain. Non-contrast cta was completed to show a migrated aneurx stent graft approximately 1.25 - 1.5 cm from the left renal artery. An identifiable type I endoleak was noticed as well as stranding visible in the right retroperitoneal cavity. The cause of the migration appears to be increase angulation of the proximal neck and slight neck enlargement to 26.5 - 27mm in diameter. The patient was hemodynamically stable up arrival to the operating room and throughout treatment. An endurant cuff was implanted with complete resolution of the endoleak. No additional clinical sequelae were reported, and the patient is fine.